Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) device history record (DHR): reviewed the DHR and no abnormality observed during in-process and at final control inspection. Samples for evaluation: received two (2) pieces of used capillary hubs of introcan safety-w pur 20g, 1.1x32mm-ap without packaging. The cannula hubs and protective caps were not returned. Sample 1: observed part of the capillary has broken off measuring about 25mm. The other part of the capillary measured about 7mm still attached to the capillary hub. Sample 2: no broken capillary was observed. Investigation results: the broken area of the capillary shows it has been cut by sharp object and this defect happened during cannulation. As communicated in IFU, warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Do not use scissors or sharp instruments at or near the insertion site. In conclusion, this defect is due to wrong handling. Complaint is not confirmed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china: catheter broken when needle removed

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR in sections d1, d2, and g5. This report was filed for item number, 4253566-03, which is not sold in the united states, however a similar item number, 4253566-02, is sold in the united states by b. Braun medical, inc.. The 510(k) has been updated to reflect a 510(k) that item 4253566-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.